Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed rainbow colors and was not working properly when the screen was inserted. The issue was found during setup and inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4 - unique device identifier (UDI) #1, d9, g1, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: defected cable and distal fibers breakage. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was found bad rainbow color image was caused by defective cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.